Manufacturer narrative:
(B)(4). D10: unknown size 7 alloclassice high offset stem. Unknown converge cup 67mm. Durasulâ® constrained insert size 38mm/67mm item #438038067 lot #63451375. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported approximately six (6) years post implantation, the patient is experiencing high levels of pain and difficulty ambulating. No revision has been scheduled to date. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported head and liner were reviewed for compatibility with no issues noted. However, as the stem and shell are unknown, it is unknown if the entire construct is compatible. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.